Event description:
A patient was treated with the two gore viabahn endoprostheses for the treatment of a popliteal artery aneurysm (paa). The two devices were overlapped and deployed at the targeted treatment site. During a regularly scheduled follow up, an ultrasound detected that the two devices disengaged and no longer provided a continuous lumen. The patient had no symptoms. A bypass was performed and the patient is now doing well.

Manufacturer narrative:
Method - a lot number was not reported for this event and the device remained implanted. Therefore, testing methods could not be performed. This event involved two gore viabahn endoprosthesis. Device #1 - MFR report # 2017233-2013-00660. Device #2 - MFR report #2017233-2013-00661.